Manufacturer narrative:
On (B)(6) 2015 an ocd field engineer (fe) arrived at the customer site and provided second level engineering with before and after images of the reference card. Also recorded brillo reading of 111. The fe did optics alignment and adjustments, including fine adjustment. The fe generated a new reference image. The fe ran controls to verify qc and correct instrument operation. Controls and qc verified and accepted by the customer. Repairs have returned this instrument to expected operation.

Event description:
Log files were provided to (B)(4) for review. During review, it was identified that the reader camera brightness was out of specification (camera brightness setting at 131 and should be between 101 - 128). Camera out of spec from (B)(6). (B)(4).